Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle leaked insulin on the patient's skin after administration. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 329505 batch no: 8284767. It was reported that nurses reported difficulty with pen needles and that there was some insulin present on the patient's skin post-administration. Verbatim: two nurses reported difficulty with the pen needles. They reported that there was some insulin present on the patient's skin post-administration. Nurses reported that the amount of insulin left on the skin was beyond the 2 units that is expected/normal after administration (i.e. Insulin from the priming step). Per customer's response provided via e-mail on 01/10/2019: would you please be able to give me more information in regards to the issue, was there leak in question or something else, and what was the difficulty that the nurses were facing? After the dose had been injected, they pulled the pen (with needle retracted) away from the skin and noticed that there was more insulin on the skin than they expected (they expected just a small amount that would have come from priming the needle, but it was more than that). What could be described as a ¿leak¿. The report says two nurses encountered the same issue, have these issues taken place on the same date (B)(6) 2019? Yes. Are you requesting replacements? No.

Event description:
It was reported that bd autoshield¿ duo safety pen needle leaked insulin on the patient's skin after administration. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no: 329505 batch no: 8284767 it was reported that nurses reported difficulty with pen needles and that there was some insulin present on the patient's skin post-administration. Verbatim: two nurses reported difficulty with the pen needles. They reported that there was some insulin present on the patient's skin post-administration. Nurses reported that the amount of insulin left on the skin was beyond the 2 units that is expected/normal after administration (i.e. Insulin from the priming step). Per customer's response provided via e-mail on (B)(6) 2019 - would you please be able to give me more information in regards to the issue, was there leak in question or something else, and what was the difficulty that the nurses were facing? After the dose had been injected, they pulled the pen (with needle retracted) away from the skin and noticed that there was more insulin on the skin than they expected (they expected just a small amount that would have come from priming the needle, but it was more than that). What could be described as a ¿leak¿. - the report says two nurses encountered the same issue, have these issues taken place on the same date (B)(6) 2019? Yes - are you requesting replacements? No

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8284767 d.4. Medical device expiration date: 2021-11-30 h.4. Device manufacture date: 2018-10-11 d.4. Medical device lot #: 7023774 d.4. Medical device expiration date: 2020-02-29 h.4. Device manufacture date: 2017-01-23 d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2020-03-02.

Manufacturer narrative:
H.6. Investigation: customer returned three (3) sealed/unused 30gx5mm bd autoshield duo pen needles (two from lot 8284767 and one from lot 7023774). Consumer reported that there was some insulin present on the patient's skin post-administration. All three returned pen needles were examined, then tested for flow: all three pen needles were able to expel properly. All three pen needles were then tested for safety mechanism activation: all three pen needle safety mechanisms activated properly. No evidence of manufacturing defect was observed on the returned pen needles. Since no manufacturing defects were observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that bd autoshield¿ duo safety pen needle leaked insulin on the patient's skin after administration. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 329505 batch no: 8284767. It was reported that nurses reported difficulty with pen needles and that there was some insulin present on the patient's skin post-administration. Verbatim: two nurses reported difficulty with the pen needles. They reported that there was some insulin present on the patient's skin post-administration. Nurses reported that the amount of insulin left on the skin was beyond the 2 units that is expected/normal after administration (i.e. Insulin from the priming step). Per customer's response provided via e-mail on (B)(6) 2019 - would you please be able to give me more information in regards to the issue, was there leak in question or something else, and what was the difficulty that the nurses were facing? After the dose had been injected, they pulled the pen (with needle retracted) away from the skin and noticed that there was more insulin on the skin than they expected (they expected just a small amount that would have come from priming the needle, but it was more than that). What could be described as a ¿leak¿. - the report says two nurses encountered the same issue, have these issues taken place on the same date (B)(6) 2019? Yes - are you requesting replacements? No